Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon deflation slow and difficulty removal occurred. The target lesion was located in the right coronary artery. After crossing a non-bsc guide wire, pre-dilatation was performed with a 3x30mm emerge balloon. A 3.50x38mm synergy stent was then deployed. However, it was noted that the balloon deflation was slow but was able to withdraw the balloon system after about 20 seconds. Subsequently, a 3.50x28mm synergy stent was then deployed, overlapping the first stent about 3-4 mm. However, balloon deflation was slow and once it deflated, the stent system could not be removed. The tech pulled negative, a couple times on the balloon system and then went to tug on it the guide did come into the ostium of the vessel a little bit but eventually it was able to be removed. Post-dilatation was performed with a 3.5 x 30 non-bsc balloon and then switched to a 3.5x15 nc emerge balloon was attempted but failed to cross the previously implanted stents. The device was removed and a 3.5x15mm emerge balloon was able to dilate the proximal area of 3.5x25 stent. Further dilatation was performed with a new 4.0x15mm nc emerge balloon and the procedure was completed with good flow and no complications to the patient.